Event description:
Pt had complaint of severe pain the right hip and groin. In 2000 the pt underwent open reduction internal fixation for a fracture involving the right hip in the femoral neck area. Admission x-rays revealed the right femoral head had collapsed with avascular necrosis and the compression hip screw had cut throught the femoral head and cutting into the acetabulum and pelvis. On 05/2001 the pt underwent removal of internal fixation hardware and conversion to a right total hip arthroplasty.